Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/17/2015 device evaluation: the pump has been returned to animas and evaluated on 08/26/2015 with the following findings: no moisture was observed in the battery compartment. When the pump case was removed, moisture was found on the printed circuit board. There were cracks in the battery compartment. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.